Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 8 months post implant of the left ventricular (lv) lead, 2 years post implant of the crt-d, right atrial (ra) lead and right ventricular (rv) pacing lead and 14 years post implant of the right ventricular (rv) defibrillation lead, approximately 3 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source with no information. The patient died greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted: (B)(6) 2010; 6932-65 lead implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.